Event description:
Boston scientific crm received information that one day post implant, this transvenous defibrillation lead exhibited a significant increase in right ventricular pacing impedance measurements and a decrease in r-wave measurements. Also, loss of capture was observed at high pacing outputs. The lead appeared to be in position on x-ray, but a microdislodgement was suspected.

Manufacturer narrative:
The lead was explanted and was replaced with another boston scientific defibrillation lead. There were no additional adverse patient effects reported due to the clinical observations. The explanted lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The complete lead was returned. Visual inspection noted setscrew marks on the is-1 and distal hv terminal pins, indicating the lead was properly seated into the device header. A cut was noted in the insulation, with body fluid infiltration observed. Dried body fluid was also noted in the helix housing. The lead passed electrical testing, but failed pressure testing due to the cut in the insulation. Also, the helix mechanism test failed, likely due to the dried body fluid. The clinical observations of loss of capture and microdislodgement could not be confirmed with laboratory analysis.

Event description:
--